Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred; cause unknown. The customer's blood glucose level ranged from 246 mg/dl to 285 mg/dl. Reportedly, customer successfully resumed insulin therapy.